Manufacturer narrative:
The customer reported that the bsm (bedside monitor) lcd screen has gone out but is still responsive to the touchscreen inputs. There were no patient harm. The patient was safely monitored from the cns (central monitoring system) until the monitor was swapped with another one. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The device arrived with minor touchscreen damage. The inverter board was replaced to fix the issue and all functions were tested prior to shipment. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) lcd screen has gone out but is still responsive to the touchscreen inputs.